Event description:
The patient reported that she is continuing to get e4 (occlusion) errors on her infusion device. She stated that she changed her insulin cartridge, adapter and infusion set but continued to get the occlusion alarms. During troubleshooting, the piston rod would not fully extend in the infusion device. The patient stated that her blood glucose values were already beginning to become elevated from being disconnected from the infusion device. The patient did not report requiring medical attention from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.